Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly. Section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 3/31/2020. Section h-3 device returned to manufacturer: yes. Device evaluation: the lens was received wrapped in gauze. Additionally, a hard copy email with complaint details was received. Visual inspection under magnification revealed fibers on the lens, which can be attributes to receiving the lens wrapped in gauze. Additionally, a detached haptic was observed. The haptic looks like it was cut during the explant process (area of detachment) and not related to a manufacturing issue. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The zxr00 19.0 diopter lens was explanted on (B)(6) 2020 due to complaints of incorrect lens power/for power. There was no patient injury, no suture(s), and no vitrectomy however the incision was enlarged. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided.